Event description:
Patient reported that she experienced hyperglycemia and believes the insulin delivery of the infusion device is too low. Patient delivered a breakfast bolus of 6.0 ie directly from the infusion device on (B)(6) 2011. Patient heard the infusion device deliver insulin, blood glucose elevated to 457 mg/dl 2 hours later. Patient had a headache and felt dizzy, and she delivered insulin via injection as a correction. Patient checked the infusion device history, and the bolus amount was not found. Patient did not have an infection, and her normal blood glucose is 80-120 mg/dl. The infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.